Event description:
A femoral arterial line was being placed into the left femoral artery. The needle puncture and wire guide placement was done. The catheter was advanced over the wire but met resistance. The catheter was removed. The physician attempted to remove the wire guide but could not. A surgical cutdown was performed to remove the wire guide. The vessel may have been scarred as the patient has had many femoral artery punctures for arterial lines.